Manufacturer narrative:
Isi has not received the sure form 45 stapler instrument and the black reloads involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the reloads and instrument are returned (post failure analysis evaluation) or if additional information is received. Refer to MDR with patient identifier #(B)(6) for additional information regarding the other black reload that was involved in the failed staple fire associated with this event. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Although not all reusable instruments used in the case were used in subsequent procedures, a site review shows no complaint were filed against the instruments. Images sent by the customer were reviewed by the isi clinical development engineering (cde) team and the following findings were obtained: from the images of the fired reload, a loose staple appears to be caught within the knife path, ahead of the exposed blade. This staple could have been left on tissue from a previous fire or could have been in the crotch of the stapler jaws following the previous fire. It is possible that the loose staple interfered with the cutting edge of the knife, causing the tissue to be pushed forward rather than transected. Users can avoid this issue by ensuring there are no obstructions on tissue prior to the fire, and by thoroughly cleaning the jaws of the stapler between fires. The images of tissue show a mass of partially embedded and non-embedded staples on tissue, which is typical for a tissue push-out event. There is also bleeding, and un-approximated tissue seen. The stapler logs were reviewed by an isi advanced failure analysis (afa) engineer and the following findings were obtained: logs show that pn 480445-04, lot l93200430-0040 was installed 7x and fired 7 reloads (all black). All firings were completed per the logs. There were no pauses for the first 6 firings, but the 7th firing appeared to have a pause. There were no incomplete clamps by this instrument. This complaint is being reported due to the following conclusion: during a da vinci-assisted subtotal gastrectomy procedure, it was alleged that stapling fire failed and a staple line was incomplete. The surgeon opted to convert the procedure to open as he was not confident using the sure form 45 stapler again and used a third-party stapler to complete the staple fires. At this time, the cause of the alleged stapling issue is unknown.

Event description:
It was reported by the intuitive surgical, inc. (Isi) clinical sales representative (csr) that during a da vinci-assisted gastrectomy surgical procedure, the first 5 fires of the sure form 45 stapler fired properly. For the 6th and 7th fire of the sure form 45 stapler, the tissue was "squeezing out" of the stapler jaws. Isi followed up with the surgeon and obtained the following information: for the 6th fire of the sure form 45 stapler, during the stapling of the stomach fundus, the tissue was pushed out of the stapler jaws. There was no calcification of the tissue, no previous exposure to chemotherapy or radiation, no tissue tension and no hard material in the jaws of the stapler. The surgeon described the stomach tissue as having "intermediate thickness" and says that he normally either uses a blue or black reload. There were no unusual tissue conditions in the tissue that was being stapled. Buttress material and a bougie were not used. There were no clamping issues, but the stapler paused for compression. The staples were dumped on the stomach and there was only a few millimeters of a staple line formed during the 6th fire. There were no missing staples from the staple line, and no hole in the staple line or stomach tissue was seen. After the first failed staple firing, the surgeon used another black reload and stapled again at the previous staple site. The tissue was pushed out of the jaws of the stapler again and staples were dumped on the stomach tissue instead of forming a staple line. The surgeon said there was no unexpected bleeding and no holes in the stomach seen. He did not feel confident using the sure form 45 stapler again and converted the procedure to open. The procedure was completed with a 3rd party stapler. There was no additional tissue removal due to the stapler misfiring's, no drain was inserted, no prolonged hospitalization or ICU admission. Unrelated to the stapler firing issues, the surgeon said that on the 3rd post-operative day, the patient developed an incisional hernia with incarcerated small bowel at the stapler port site. The patient underwent a hernia repair and small bowel resection. The physician attributed the cause of the hernia to obesity of the patient and inadequate closure during the primary procedure.